Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/08/2010, 01/11/2010, and 01/12/2010 by phone, fax, and mail. A completed questionnaire was received on 01/13/2010. (B) (4)

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has experienced "very fine double images" when reading and has some trouble with his intermediate vision. The consumer also reported "anything with reflection throws (him) off". In a follow up, the surgeon reported it is unk if the device caused or contributed to the event. There are two medical device reports associated with this event. This report is for the left eye.